Event description:
It was reported, the patient was experiencing ineffective therapy. Additionally, the "replace generator soon" indicator was observed on the patient controller. As a result, intervention is pending to address the issue.

Manufacturer narrative:
Correction section b5: b5 was corrected to state the patient was experiencing ineffective therapy. It was initially reported the patient was experiencing effective therapy which was written in error.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, the patient was experiencing effective therapy. Additionally, the "replace generator soon" indicator was observed on the patient controller. As a result, intervention is pending to address the issue.